Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under all of the button contacts. Evaluation also revealed a dim, discolored display and damage to the battery cap. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/31/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/31/2015 with the following findings: the keypad was removed and there was evidence of contamination found under all of the button contacts. Evaluation also revealed a dim, discolored display and damage to the battery cap. Unrelated to these issues, the keypad was found to be peeling from the pump. All of the keypad buttons responded appropriately. (B)(6).